Event description:
It was reported that during a da vinci-assisted surgical procedure, the high resolution stereo viewer (hrsv) and armrest locked. The technical support engineer (tse) asked to the customer to reboot the system, but the issue reoccurred. Tse asked if using the switch panel they hear the motors turning, they answered no. The procedure was converted to another surgeon side console (ssc) with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced armrest limit switch to resolve the issue. The system was verified and ready to use.